Event description:
Customer reportedly received the following aviva system/professional device results within 10 minutes: 692 mg/dl/200 mg/dl; 530 mg/dl/200 mg/dl. The result of 692 mg/dl is outside the numeric range of 10-600 mg/dl of the device. The comparisons were obtained on different dates. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.